Event description:
Customer reported not being able to speak, sweaty, and eyes dilated. Customer's relative called 911. Customer's relative gave customer's orange juice. Emergency medical technician (emt) device = 51 mg/dl. Customer was given an IV and taken to the hosp. Customer remained in hosp for days and blood glucose continued to rise. Customer had a diabetic seizure in the hosp and is currently in rehabilitation. No controls were used. A request was made for return product and replacement product was sent.